Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable is frayed at the distal clevis hub and stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the pk dissecting forceps instrument, had a broken cable. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.